Event description:
When the physician tried to deploy the filter, the 'pusher' would not advance, the wire was kinked. The device was removed from the field and a new filter opened and deployed in patient.